Event description:
In 2008, the lay user/patient contacted lifescan alleging the control solution test failed on the one touch ultra link meter. The pt did not experience any symptoms or seek any medical attention due to the reported issue. Due to the issue, the pt decided to eat food and/or drink a beverage. It was determined during the troubleshooting telephone call the pt's testing technique was correct. The control solution was stored properly and was opened less than the discard date. The test strips were within expiration dating and in good condition. The reading was not within range upon retest with a new vial of test strips. This complaint is being reported because the pt alleged the qc test failed specs. This could mean that either the meter or test strips are not functioning properly. The product did not cause or contribute to any injury because the pt did not suffer any symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.